Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analyis is completed.

Event description:
It was reported that two weeks prior to the report, the patient began to experience withdrawal including anxiety. The patient subsequently developed intense, uncontrolled pain which resulted in hospital admission for further intervention and treatment. The patient was administered intravenous dilaudid. A confirmed motor stall in the attention dialogue box was noted on interrogation. No motor stall recovery was recorded. The motor stall occurred in 2008; a tube set message was noted in the logs two days later. The pump contained dilaudid 8 mg/ml and bupivicaine 8 mg/ml at a dose of 6 mg/day. The reporter denied electromagnetic interaction. A catheter dye study was explanted and replaced. The patient recovered without sequela.